Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units, and the insulin gauge displayed 50 units on (B)(6) 2017. The customer's blood glucose level was 171 mg/dl. During a follow-up call on (B)(6) 2017, the customer loaded a new cartridge with 470 units, and received an accurate fill estimate.